Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty extending the needle occurred. When functional testing was performed during preparation, the target site was punctured with the leveen¿ coaccess¿ electrode system 4.0/15/15, however, the needle failed to fully extend. The procedure was completed with another leveen¿ coaccess¿ system. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by manufacturer - received one coaccess electrode, cable and introducer with no visible residue found on the device. The introducer and cable were without issue. A visual examination of the device found the tines to be fully retracted. A functional evaluation was performed by extending and retracting the array without issue. The tines were found to be un-evenly spaced and bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that difficulty extending the needle occurred. When functional testing was performed during preparation, the target site was punctured with the leveen coaccess electrode system 4.0/15/15 however the needle failed to fully extend. The procedure was completed with another leveen coaccess system. No patient complications were reported and the patient's status was good.